Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 12-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with test results obtained of hi and 505 mg/dl. The customer did not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call, a back to back blood test was not performed by the customer. Customer was using expired test strips (opened more than four months ago) and also had the incorrect code chip in the meter. The customer did not have another vial of test strips. The meter memory was reviewed for previous test result history: (B)(6).